Manufacturer narrative:
Device evaluation: the customer reported issue of ¿the device has error code 1870¿ was confirmed. The reported issue was caused by a broken piece of plastic inside the pump that blocked the engine/motor and was resolved by removing the plastic that blocked the engine. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has error code 1870, indicating a "motor timeout" condition, meaning the pump's motor is not responding within the expected timeframe. There was reported patient involvement.